Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported to the emergency room with complaint of dizziness. A remote transmission noted a device alert for numerous short ventricle to ventricle intervals on the right ventricular lead since implant. There was also a slight increase in bipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.